Event description:
Customer reported that she had unexplained low blood glucose. Customer stated that she was driving, her vision become blurry and she pulled over. Paramedics where called to assist customer at scene. The blood glucose reading was below 60 mg/dl when the paramedics arrived. Customer stated that her insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.